Event description:
An impella cp was inserted via the right femoral artery in a 79-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage e shock. During support, a peel away sheath was intentionally left in place per the managing physician, who had no concerns due to the patient being a bilateral below knee amputee. A small amount of oozing was noted at the insertion site, and the patient received one unit of packed red blood cells due to low hemoglobin of 7.5. The dressing around the impella remained clean and dry, with no evidence of active bleeding. The patient remained stable and survived to explant. The device was not removed due to the event. There is no evidence of device performance issues, and the pump functioned as expected throughout support. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event for impella cp and is consistent with known device-related and patient-related factors described in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related as the introducer was left in and required proper angle matching to resolve the bleeding. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Updated clinical rationale: an impella cp was inserted via the right femoral artery in a 79-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage e shock. During support, a peel away sheath was intentionally left in place per the managing physician, who had no concerns due to the patient being a bilateral below knee amputee. A small amount of oozing was noted at the insertion site, and the patient received one unit of packed red blood cells due to low hemoglobin of 7.5. The dressing around the impella remained clean and dry, with no evidence of active bleeding. The patient remained stable and survived to explant. The field representative responded to resolve the oozing they did a proper angle matching along with using surgi seal around the insertion site of impella sheath. The device was not removed due to the event. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Updated information:b5 narrative updated